Manufacturer narrative:
The physician noticed the tab broke off of the inserter. All the broken pieces were retrieved and removed from the field. There were no adverse effects to the patient reported and there was no delay in the procedure as a result of the malfunction. A review of the DHR was completed; no anomalies or non-conformances were noted during the manufacturer of these instruments. Excessive force during use has been determined to be the root cause.

Event description:
During the physicians planned procedure there was a failure with two instruments during a lateral fusion(l4-l5) while trialing with a 10 x22mm tl trial. The trial inserter tip broke off and became lodged inside the trial at the end of the procedure.